Event description:
Wire was stuck in pt and at first was not able to be removed. Guidewire was surgically removed from the pt after it was hung up on the 18 gauge needle and uncoiled and came apart.

Manufacturer narrative:
Evaluation summary: only 0.032" guidewire was returned, no needles. The inner wire is broken at the j tip end and the outer wire is stretched out completely to about 3 cm proximal of the j tip. The inner wire is broken 27 mm proximal of the j tip. The weld is not broken and the inner wire is still attached at the welds.